Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open racepack. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in stock. Received one open sample. The sample received is manipulated but unused, and has the thread tangled inside the racepack. As can be seen in enclosed picture, there is a piece of thread out of the channel of the plastic carrier (racepack). The fact that the thread becomes tangled could cause damage thread surface or thread breakage when pulling out the suture from the pack. Our engineering department is informed about this issue and is testing and analyzing other product packaging designs in order to avoid these kind of incidences. Remarks: as can be seen in enclosed picture, the suture should be pulled out from the packaging rightwards, avoiding the suture extraction from the upper side. If the suture is pulled out from the packaging by the upper part, the thread could be tangled. Please note that two movements need to be done to pull out the suture from the packaging according to the design of double armed sutures packed in racepack: first one for pulling out the first needle and thread. Second one to pull out the second needle. This product has been manufactured with the current design of winding and packaging. Final conclusion: this complaint is justified. Corrective/preventive actions: there is an improvement project in order to avoid these kind of incidents in the future.

Event description:
Country of complaint: (B)(6). It was reported that during surgery, when the surgeon was withdrawing the needle the thread would get stuck and then eventually break. All med watch submissions related to this report are: 3003639970-2017-00306, 3003639970-2017-00325, 3003639970-2017-00326, 3003639970-2017-00327.